Manufacturer narrative:
On (B)(6) 2020, the patient underwent anterior cervical fixation consisting of the cabo anterior cervical plate system. Seaspine was informed of a revision surgery that occurred on (B)(6) 2020 as a result of a postoperative screw migration. The case sheets from both the index surgery and revision surgery were analyzed by product monitoring along with the information received by the distributor; the 81-1614 variable - 4.0mm self drilling 14mm screw was not made available for investigation as the explant was discarded at the hospital at the time of the revision surgery. Furthermore, no x-rays were provided for analysis. The distributor noted during the revision surgery that the locking mechanism feature of the cervical plate previously implanted on (B)(6) 2020 appeared to be deployed and intact; therefore, the reported fault does not indicate a malfunction associated with the locking mechanism. The revision surgery consisted of removing the 81-1614 variable - 4.0mm self drilling 14mm screw from the 3-level construct, replacing it with qty (1) 81-1814 variable - 4.3mm self tapping 14mm screw, and redeploying the locking mechanism.

Event description:
On (B)(6) 2020, the patient underwent anterior cervical fixation consisting of the cabo anterior cervical plate system. Seaspine was informed of a revision surgery that occurred on (B)(6) 2020 as a result of a postoperative screw migration.